Event description:
The micro reciprocating saw was sent for evaluation because if froze during a procedure and caused a 40 minute procedure delay. The procedure was successfully completed; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the internal components of the device was identified as the probable cause of the device not working as reported by the customer.